Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hole is confirmed and was determined to be use related. One 4 fr single lumen powerpicc solo was returned for evaluation. An initial visual observation showed use residue on the returned sample. A needleless injection cap was observed on the luer hub. Kinks were observed in the catheter approximately 0.1 cm, 2.7 cm, 3.3 cm, and 6.3 cm distal to the molded joint. A circumferential split was observed approximately 4 cm distal to the molded joint. A microscopic observation revealed the edges of the split were rough but mostly straight, and one edge was observed to be slightly rounded. The fracture surfaces of the split were found to have an uneven and granular texture. Whitening of the catheter material was observed at the corners of the split as well as along the crease of the kink just proximal to the split. The surface of the catheter material was observed to be slightly less lustrous leading up to the edges of the split and surrounding the kink just proximal to the split. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The product IFU states: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of redr0595 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC fractured. Additional information: 14/01/20 - PICC was inserted (B)(6)2019, 45 cm internal measurement and 20.5 cm external. PICC cut at 50cm. Patient admitted to hospital for sepsis (unknown source). Attended for treatment. Needs blood repeated. Colleague attempted to aspirate blood but unsuccessful. Flush attempted, leak noticed between the securacath and the covered area. PICC removed on (B)(6) 2020.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr0595 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC fractured. Additional information: 14/01/2020- PICC was inserted (B)(6) 2019, 45 cm internal measurement and 20.5 cm external. PICC cut at 50cm. Patient admitted to hospital for sepsis (unknown source). Attended for treatment. Needs blood repeated. Colleague attempted to aspirate blood but unsuccessful. Flush attempted, leak noticed between the securacath and the covered area. PICC removed on (B)(6) 2020.